Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report#: 1627487-2013-05828. It was reported the pt has been experiencing overstimulation throughout her body whether stimulation is on or off. An impedance check revealed an invalid contact. The next course of action is unk.